Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient began intraperitoneal treatment with unspecified antibiotics added into the pd solutions (doses, frequencies and routes were not reported). On an unreported date, stated as ¿weeks and weeks ago¿, the patient recovered from the peritonitis. Pd therapy was ongoing at the time of the event. No additional information is available.